Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg- j tube placement. Code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, during a routine tubing replacement gastroscopy, it was found that the intestinal tube was in the correct location but a knot and food bezoar were found; tubing was replaced and issue was resolved.